Event description:
Patient became agitated due to delirium and was pulling at her lines and coretrak tubing. Patient removed her coretrak by herself while agitated and during a condition 8, where security was present and the primary rn was trying to medicate the patient to assist her in calming down, while trying to maintain her physical safety. Coretrak tubing that was removed was thrown away and primary rn believed the entire length of tubing was pulled out by the patient. The next day, the patient was observed to be coughing and having difficulty tolerating her food. The patient was observed reaching into her mouth and at that time, pulled out an extensive amount of residual coretrak tubing. The coretrak tubing was examined by the physician, primary nurse, nurse manager, and the patient's niece, who is a crnp. The tubing was determined to be intact from the top of the tubing that had been snapped off with an indicator of 64cm to the very end of the tubing. The patient's nasopharynx and oral cavity assessed with no residual tubing identified.